Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-06316. It was reported the patient experienced uncomfortable stimulation at the pns (off label) lead site when the stimulation was increased. An ultrasound confirmed the lead was placed close to the muscular layer which may have caused the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 at which the lead was relocated. Reportedly, the patient is happy with the stimulation following the procedure and the issue is resolved.